Event description:
Patient was undergoing a port implant. Once the port was place, it was tested. The port would not draw back any blood, only air. The device and position of the device was troubleshot, and ultimately, the port was taken off of the catheter and replaced with a new port (which drew back blood immediately). The existing catheter was left in place and the new port was secured to the catheter and placed in the pocket.